Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps could not control the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the doctor described that the closure of the tip of the maryland bipolar forceps could not be controlled.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was performed, and the following additional information was provided: there could be some abnormality at the proximal end leading to the wires becoming loose like this. The conductor wire also appears to have made a loop.

Manufacturer narrative:
The maryland bipolar forceps instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a loose grip cable at the grip hub. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument pass an electrical continuity test. The common causes of the broken proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. The common causes of the loose instrument grip cables are often attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.

Event description:
Refer to h11 for follow-up information.